Event description:
When administering sq injection, needle separated from the syringe and pt. Did not receive any of the medication which dispensed around the needle above the skin. FDA safety report ID #:(B)(4).